Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Device evaluation: analysis of the returned device identified the device to be underweight, creases fold and an opening (extended) on radius. A visual and microscopic analysis was performed which identified two sharp openings on radius due to a surgical impact opening, stress mark in the shell and wear abrasion. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is two sharp opening on radius due to a surgical impact opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.